Manufacturer narrative:
The technician replaced both brake and brake steer casters to repair the bed.

Event description:
Information received indicates both casters are holding, but are ratcheting from side to side when in brake.